Event description:
The caller alleged discrepant results when repeated the test with different patients.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio repeated test when performed on different patient. As per internal procedure, the % cv for the patient 1, 2 and 3 are higher than 20%. The criterion is not met. The product will be investigated. For the patient 4 only reading was given, so the confidence limit cannot be calculated.